Event description:
It was reported that a patient was having tests (implanted with a loop recorder) performed prior to the implant of a cardiac pacemaker. When asked, the initial reporter was unaware of the specific cardiac issues the patient was experiencing. The cardiac loop recorder was implanted in (B)(6) 2010 and the patient was implanted with vns on (B)(6) 2010. It appears the cardiac issues were present prior to vns. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2011 from the patient's treating cardiologist. He stated that the arrhythmia is not related to vns. It does not occur with stimulation on times. No interventions were taken or planned. No causal or contributory programming or medication changes occurred prior to the onset of the event. The patient does not have a medical history of arrhythmia prior to vns but does have a history of syncope. The patient experienced sinus bradycardia that is asymptomatic. The blood pressure is unknown. The event occurred postoperatively. It is unknown if the patient experienced any traumatic events prior to the arrhythmia and there are no triggers. The patient is taking topamax, depakote, abilify, lunestra, cymbalta, and klonopin.

Manufacturer narrative:
Analysis of programming history performed.